Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that during a da vinci assisted surgical procedure, the maryland bipolar forceps instrument had the tip burnt and damaged. The procedure was continued as planned with no reported injury.